Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 3 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to an accidental failure, or a failure caused by handling (excessive pressure to the video connector socket). A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, the video system center displayed color bars on the monitor but not on the actual endoscopy image. This malfunction was found during preparation for use for a diagnostic bronchoscopy procedure. The procedure was cancelled due to no availability of a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. During the inspection color bars were displayed on the monitor but not on the actual endoscopic image. After further review it was also found that there was also no image on a monitor with the 150 and enf series scopes, and no image on the monitor from the dvi output port. Additional defects identified include the following. These defects were not considered severe enough to cause a potential adverse event: hit and scratches marks found on front panel. Scratches found on power switch. Minor deformation found on scope socket scratches and minor dent found in top cover. Minor rust found on rear panel. Scratches and hit marks found on tank socket and heat spacers of top cover. Minor rust and scratches found on chassis. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.